Event description:
I had the essure procedure in (B)(6) of 2014. Since this time I have experienced the following: weight gain. 30 pounds 6 months. I started exercising during this time and have not lost, but gained weight in my mid section. I've had persistent pelvic pain. Almost like period cramps, but worse! At times they are as bad as labor pains. I've had fluttering in my stomach. I had a period the same day as my procedure, did not have another period until (B)(6), and have not had a period since. I've had pain in my chest that radiates into my back. All of this did not start until I had the essure procedure. My doctor and I are in talks of me having a hysterectomy at the age of (B)(6)!